Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator iris. System operates as intended.

Event description:
Customer reported a collimator error. No pt injury was reported.